Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 4.7 cm thoracic aortic aneurysm. The proximal and distal neck was 19 mm in diameter. It was reported that the patient expired. The physician received notification that the cause of death was perhaps due to a rupture, because there was inflammation of aortic aneurysm. The rupture was identified by the film which was received from another hospital. The root cause was not able to be identified without an autopsy examination. The investigator assessed this event to not be related to the device or to the procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, inflammation), (cause is unknown). Conclusions: (cause is unknown).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received for this case. The patient was treated for a penetrating atherosclerotic ulcer. The investigator assessed, there may have been an aneurysm rupture and the relationship to the device is unknown and but there is no relationship to the procedure.